Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Radiographs were provided and reviewed by a radiologist. The review identified that initial implant fit and alignment post-operatively are normal. Imaging at five weeks demonstrates a medial femoral condyle fracture with femoral implant loosening and varus malalignment of the knee. Bone quality is osteopenic on all images. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision surgery on a right knee approximately one month post implantation due to postoperative loosening of the femoral component and condyle fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.